Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the ez connector tool was returned with the lead. Testing was completed to assess the tools functionality with this lead. With the ez connector tool attached to the lead, resistance testing yielded a result indicating an electrical connection issue. Resistance testing of the lead without the tool connected yielded good measurements. Detailed testing of the ez connector tool found that the positive (+) clip ring was not seated properly. This resulted in a sub-optimal connection between the clip ring and the terminal pin of the lead. Analysis confirmed this finding caused the noise and loss of capture noted in the field when completing testing with this ez connector tool.

Event description:
It was reported that this lead for attempted implant due to noise and loss of capture (loc). The health care professional (hcp) stated that there was an issue with testing two implantable cardioverter defibrillator (ICD) leads as they noticed noise and loss of capture (loc) on the electrogram (egm). Later on, it was discovered that the issue was with the testing tool, and the egm was showing normal threshold when testing tool was not used. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section d6 device codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the ez connector tool was returned with the lead. Testing was completed to assess the tools functionality with this lead. With the ez connector tool attached to the lead, resistance testing yielded a result indicating an electrical connection issue. Resistance testing of the lead without the tool connected yielded good measurements. Detailed testing of the ez connector tool found that the positive (+) clip ring was not seated properly. This resulted in a sub-optimal connection between the clip ring and the terminal pin of the lead. Analysis confirmed this finding caused the noise and loss of capture noted in the field when completing testing with this ez connector tool.

Event description:
It was reported that this lead for attempted implant due to noise and loss of capture (loc). The health care professional (hcp) stated that there was an issue with testing two implantable cardioverter defibrillator (ICD) leads as they noticed noise and loss of capture (loc) on the electrogram (egm). Later on, it was discovered that the issue was with the testing tool, and the egm was showing normal threshold when testing tool was not used. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that this lead for attempted implant due to noise and loss of capture (loc). The health care professional (hcp) stated that there was an issue with testing two implantable cardioverter defibrillator (ICD) leads as they noticed noise and loss of capture (loc) on the electrogram (egm). Later on, it was discovered that the issue was with the testing tool, and the egm was showing normal threshold when testing tool was not used. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.